Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip broke at 36,000 joules. The case was continued with turp. No pt injury was reported. The failure analysis report is pending from an american medical systems quality engineer.